Event description:
Information provided states that during a lumbar herniated disc surgery the surgeon was placing the spacer in the disc space and it broke during impaction. The broken spacer was removed and the surgery was successfully completed with another spacer.